Event description:
It was reported that pump battery would not charge while customer used charging pad with non-tandem wall adapter and cable. There was no reported impact to the customer¿s blood glucose level. Customer was informed that third-party charging supplies were not recommended, was advised to contact healthcare provider about backup insulin therapy, and technical support arranged replacement tandem mobi charging supplies with two-day shipping and planned follow-up, while customer reported no current backup therapy available.